Event description:
A report was received on 09 feb 2026 from the nurse of a 59 year old male patient with a medical history including end stage renal disease, who stated the patient became non-responsive, was not breathing and had no pulse after completing an in-center hemodialysis treatment on (B)(6) 2026. Cardiopulmonary resuscitation (CPR) was performed, emergency medical services (ems) were called, and the patient was transported to hospital. Although requested, additional information was not provided.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).